Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided. Catalog #: a complete catalog # is unknown as serial number was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Device manufacture date: unknown as serial number was not provided. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported through a cornea social media blog that per surgeon 1, lens with model zcb00 has been lately having issues with lens edge complaints with patient experiencing both negative and positive dysphotopsia. Per surgeon 2, lens with model zcb00 usually has only a 5mm functional optic carrier edge with a gusset or groove that leads to a lot of negative and positive dysphotopsia. Per surgeon zcb00 has 1.47 refractive index and the negative and positive dysphotopsia issues could be avoided with a full 6mm optic. Further the surgeon added that the carrier on the preloaded intraocular lens model pcb00 seems to be the most intrusive on the shape of the peripheral lens optic with that indentation or gulley between the optic and the lens edge. Surgeon came across that there is a dysphtotopsia that patients complain about with characteristic of this lens platform and can be improved by exchanging to just about any other lens that does not have this design. Reportedly it is different than classic negative dysphotosia. Surgeon has interviewed a handful; of these patients now and all of them have had resolution with exchange. There was this issue with zct300 lens as well. Reportedly lens from another manufacturer was used after the exchange. This event will capture the event for lens model zct300 for surgeon 1. Other reports from surgeon 2 for zcb00 and pcb00 events are being submitted separately. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not confirmed. Manufacturing record review: unable to review the manufacturing records as the serial number is unknown. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.